Event description:
It was reported that a patient underwent a sling procedure in 2008. At about two days later, the patient had an infection. The patient's symptoms were fever, pain, elevated crp, and redness. The patient was treated with antibiotics which were clindamycin or kloxacillin, initially given intravenously and later given orally.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.